Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the nurse opened the package and noted that the forceps was bent where the orange rubber transitions into the metal part. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.